Event description:
Report from hematologist states that a pt who works 'extensiviely with cidex opta' has been diagnosed with sideroblastic anemia, a form of myelodysplasia. There is no implication of the disinfectant, but physician was interested in any other reports of blood dyscrasias associated with cidex opa.